Manufacturer narrative:
Product event summary: performance data were collected from the device, submitted to the manufacturer, and analyzed. (B)(4).

Event description:
It was reported that the device had a memory bit flip and showed invalid data for the cardiac compass and lead impedance trends. It was reported that the patient received chemotherapy treatment, but not radiation. The device is functioning normally and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076 implantable pacing lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007. (B)(4).